Event description:
It was reported that the patient complained about a crackling noise. At the beginning testing was carried out which was ok. All external parts have been exchanged but without success. After consultation with med-el, it was determined that the device is no longer working within specification.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.